Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the iol has cracked. The iol was implanted and removed during the initial procedure. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and stated that, a small linear line seen on implant immediately after implantation of iol. After routine insertion of iol, there was no resistance or unusual detection of any abnormalities during the insertion, the iol was noted to have a linear mark on the posterior side of the iol off the central axis.

Manufacturer narrative:
One opened handpiece was received, for the report of scratched iol (intraocular lens). The returned sample was visually inspected and found to be conforming. A dimensional plunger height test was performed and found to be conforming. A functional thread engagement and plunger movement test was then performed and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The injector was manufactured in december 2011. The returned sample was found to be conforming for all visual and dimensional inspections, as well as functional tests, associated with the reported event. Therefore, a scratched iol as described in the complaint was not confirmed. And a root cause cannot be determined, for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).